Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 360 mg/dl at the time of the incident. The customer was at 288 mg/dl at the time of admission. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer alleged pump under delivery even after multiple set changes. Troubleshooting was not completed as the customer declined. The customer also had a low of 36 mg/dl. The insulin pump will not be returned for analysis.